Event description:
When a physician used the subject device for a gastric bypass procedure, the probe of the subject device broke. The broken piece of the probe was taken out. The physician replaced the subject device with a different unit of same model. The procedure was completed as scheduled. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the probe broke down at 15.5 mm from the distal end. And there was a scratch at the broken point. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that the probe presumably was scratched because the physician activated ultrasound output while the probe was in contact with metal such as a clip and forceps and the probe tip was detached. The (B)(4) instruction manual already states; warning: do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips or other instruments (e.g., uterine manipulator). Do not apply only the probe tip to the tissue with a strong force, twist while grasping the tissue or, pull the probe tip up grasping the tissue. Otherwise, it may cause the probe to break prior to an error window or alarm tone being generated. This report is being submitted as a medical device report in an abundance of caution.